Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 5 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event is included below. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 43 mg/dl were recorded at 8:59:30 pm to 9:29:25 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 8:54:25 pm on (B)(6)2020. The user made the following bolus request(s) while having insulin on board (iob): time: 5:05:33 pm , date: (B)(6) 2020 , iob: 3.29, time: 8:29:49 pm , date: (B)(6) 2020 , iob: 1.68. Requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 3:25:37 pm, date: (B)(6) 2020, iob: 1.54. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 51 was recorded at 2:14:24 pm on (B)(6)2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 2:09:14 pm on (B)(6)2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 10:14:26 am, date: (B)(6)2020 , iob: 1.22, time: 10:54:52 am , date: (B)(6)2020 , iob: 4.06. Requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 12:49:56 pm date: (B)(6)2020 iob: 3.47. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 52 was recorded at 5:39:19 pm on (B)(6)2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 5:39:19 pm on (B)(6)2020.. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 12:49:56 pm. Date: (B)(6)2020. Iob: 3.47. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 43 to 51 mg/dl were recorded at 12:39:15 pm to 12:54:22 pm on(B)(6)2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 12:39:15 pm on (B)(6)2020.. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 11:12:50 am , date: (B)(6)2020. Iob: 0.81. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 51 mg/dl were recorded at 01:14:14 am to 01:34:16 am on (B)(6)2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 01:14:14 am on (B)(6)2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 12:25:49 am , date: (B)(6)2020. Iob: 0.03, time: 12:29:02 am , date: (B)(6)2020. Iob: 1.90. Requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 8:07:32 pm , date: (B)(6)2020. Iob: 1.78, requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 8:51:19 pm , date: (B)(6)2020. Iob: 1.67. Time: 9:26:29 pm , date:(B)(6)2020. Iob: 1.50, time: 9:56:44 pm , date:(B)(6)2020. Iob: 1.63. Requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels with 42 mg/dl being the lowest. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.